Event description:
It was reported that during hospitalization the pt experienced a neurological event in the right leg. The pt required prolonged hospitalization and was treated with pain medication. The pt underwent physical therapy and was discharged home.